Event description:
It was reported that the sonopet tip broke during a procedure. A piece of the tip dropped intracranially, and was removed by the physician. The procedure was completed with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The event was confirmed by the technician. The distal tip of the device was broken and scratched. A root cause was not determined. It is possible, scratches and wear of the tip surface will lead to breakage during use or it the device comes into contact with conjunctively used devices (metal products, suction tube).

Manufacturer narrative:
Based on a review of this device, the product is not reportable under FDA cfr part 803. This device, or similar device, is not manufactured, marketed, or distributed in the united states. No report needed to be filed.

Event description:
It was reported that the sonopet tip broke during a procedure. A piece of the tip dropped intracranially, and was removed by the physician. The procedure was completed with no patient or user injuries, and no adverse consequences.